Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. The photo showed an 18g insyte autoguard with the needle protruding through the side of the catheter. What appeared to be blood residue was visible within the catheter tubing, which indicates the damage likely occurred during use. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the physical sample, further investigation cannot be performed. Per the event description, the catheter was punctured in the packaging which made it so the device wouldn¿t insert. However, as the device was not within the sealed packaging, the condition of the device, as received, could not be independently verified. The defect could originate as a part of the manufacturing process due to alignment of the set together station, bent tubing, or air blow inconsistency. A 100% vision system, challenge sample, and visual inspections per quality control plans are in place to mitigate the occurrence of this defect. During use it is possible for the needle to perforate the catheter wall while the user attempts to break the tip adhesion, if the vessel is accessed at an incorrect angle, or if the needle is moved up and down the catheter tubing while in the patient¿s vein. Due to the evidence of use, the damage likely occurred during the insertion process. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: IV catheter was punctured by needle from packaging, unnoticed until the patient was poked. IV wouldn¿t insert caused pt pain but no lasting damage was there injury? No.